Manufacturer narrative:
On (B)(6) 2016, the initial reporter added the following information: "x-rays will be available but not before (B)(6) 2016. The 10mm inlay will be changed to a 8 or 9 mm inlay and a patella resurfacing will be implanted as well. I do not know yet if the inlay will be available - if the surgeon decides to do a sonication, it will not be available. And I suppose he would like to do that." Batch review performed on (B)(6) 2016: lot 141808: (B)(4) items manufactured and released on 22 may 2014. Expiration date: 2019-04-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 08 march 2016, the initial reporter added the following information: "no item available. No x-ray available. Implanted was a 9mm inlay and a patella resurfacing. Explanted was the 10mm inlay, nothing more. Surgery successful and the knee is now a bit more lax which is now perfectly balanced." Device not available.

Event description:
The patient has knee pain and he has an extension deficit. The surgeon thinks that it is a bit too tight and needs a patella resurfacing. The patient will be revised on (B)(6) 2016 by implanting a patella resurfacing and a custom made implant gmk sphere inlay with thickness of 8 or 9 mm.

Manufacturer narrative:
On 10 march 2016, the (B)(4) dept provided the review of the planning and commented as follows: we will not receive the x-rays, therefore no further checks are possible. Our analysis of the (B)(4) process of this case found no deviations from the standard procedures. On 07apr2016 it was prepared a final report with the information already submitted in the initial report and here above. On the same day the report was sent to the initial reporter and the case was closed.